Event description:
It was reported that, pain in thigh.

Manufacturer narrative:
Method - review of device history & complaint history. The following other hip devices were also listed in this report: mc1 metal back cup, cat# 2003-2848, lot# 93h1891. C-taper cocr lfit head 28mm/0, cat# 06-2800, lot# 13505301. It cannot be determined which, if any of these devices may have caused or contribute dot the pt's pain. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Device history review determined all devices in the specified lots were accepted into final stock with no reported discrepancies. Complaint history review found no other events for the reports lets. Additional information (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.